Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter would not drain urine completely. The nurse had to milk the tubing to get urine to drain. At one point the catheter did not drain urine for an hour; the patient complained of pressure. A bladder scan found over 200cc of urine in the bladder. The catheter was flushed; there was no return of flush or urine.

Event description:
It was reported that the catheter would not drain urine completely. The nurse had to milk the tubing to get urine to drain. At one point the catheter did not drain urine for an hour; the patient complained of pressure. A bladder scan found over 200cc of urine in the bladder. The catheter was flushed; there was no return of flush or urine.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions.** contents: ** bardex® lubricath® temperature-sensing foley catheter with (with 6 ft. Extension cable) preattached 2000ml fluid collection container bard microbicidal outlet tube bard ez-lok® sampling port string hanger attached sheeting clips-2 enclosed control-fittm outlet device ¿ bard tamper-evident seal ¿ uro-preptm tray with: catheter lubricating jelly syringe, 10cc latex-free, powder-free gloves (2) underpad (waterproof), forceps, drape, prep balls, povidone-iodine solution specimen container, cap and label 10cc syringe (prefilled with sterile water ) to inflate catheter only warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations. Set-up procedure: 1. Hang the monitor on the bedframe ensuring that the unit hangs freely, or set on the floor in a safe location. 2. Using proper aseptic methods, open csr wrap to form sterile field and expose catheterization kit. 3. Prepare patient for catheterization using standard technique. Insert catheter using standard technique. 4. To inflate catheter, insert tip of water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill 9cc to 10cc of sterile water (10cc maximum). 5. Turn the monitor on by pressing the "on/off" switch (1). 6. Lift the top of the monitor (14) and place the container securely in the monitor. Lower the lid ensuring that it closes completely and that it traps the container within the monitor. If the monitor is not being used, hang the fluid collection container near the foot of the bed using the attached string and hook. 7. Plug the end of the temperature-sensing catheter's extension cable into the connector jack (13) on the side of the monitor. For convenience, the extension cable may be threaded through the sheeting clips. 8. Ensure that the tubing extends from the fluid collection container in a smooth, unkinked path and that no part of the tubing hangs below the top of the container. Note: if it is desired to record the initial in-rush volume of fluid in the "present interval output" display (6), first turn the monitor on, place the empty container in the monitor, and then allow the fluid to flow into the container. The slide clamp on the collection container tubing may be used for this purpose. 9. To drain the container: empty any fluid in tubing into collection container. Wait until this volume registers in the "present interval output" display (6). Close slide clamp. Drain container. Reopen slide clamp. 10. Directions for using bard ez-lok® sampling port: bard ez-lok® sampling port accepts a luer-lock or slip tip syringe. A. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. B. Swab surface of site with antiseptic wipe. C. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. D. Aspirate desired volume of urine. E. Unkink tubing and send specimen to laboratory. 11. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."